Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report# (B)(4).

Event description:
Procedure type: urological/gynecological. According to the reporter: the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.